Manufacturer narrative:
Date of event; the previously submitted MDR inadvertently provided an incorrect event date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient's generator has migrated and is almost growing outwards of the patient's chest. The school reported that the patient had some trauma after a fall but the mother contested this saying no trauma occurred. Additional information was received from the nurse indicating that the patient was implanted in (B)(6) 2015. Migration was not obvious until (B)(6) 2016. It was reported that the patient was seen on (B)(6) 2016 and there was a lesion over the vns which looked like a blister. No history of trauma to the area. Patient was seen again on (B)(6) 2016 as the blistered area had grown and there was a blue/grey linear mark along the edge of the generator at the 4 o'clock position. Patient had pain over the site. The neurosurgeon's opinion was that the device was only superficially under the skin. It was reported that the generator was explanted on (B)(6) 2016. It's unknown by the nurse whether the auxiliary fixations were used during the original implant. No known cause of the reported migration from nurse. Review of manufacturing records confirmed sterilization with hp for the generator and lead prior to distribution.

Event description:
Additional information was received that the blistered area was not a haematoma. The grey/blue area which looked like bruising at the edge of the lesion was considered to be the edge of the device rather than bruising.